Event description:
It was reported that the user received alerts to connect the cgm or enter a blood glucose value after applying a new dexcom g7 sensor and had not entered the new sensor pairing code; support guided the user to input the correct code and confirmed successful pairing, with education that readings would display after warmup. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm connectivity and continued therapy without alarms. Investigation included customer interview and step-by-step troubleshooting and education. Investigation of this case revealed user setup error related to an unentered pairing code, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup.